Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician adjusted and calibrated the machine¿s adjustable flows, and degassing and test valves were replaced as a precautionary measure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the machine alarms was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred on an ak 96 machine. During treatment, the machine generated frequent alarms. The patient¿s weight was checked and was allegedly found to be 3 kg more; dialysis was resumed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.